Event description:
It was reported that within a few months of implant, the patient experienced pericardial effusion. Atrial lead dislodgement was also noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2014. (B)(4).